Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump that experienced an 807:05 failure code was confirmed during product evaluation by baxter quality engineering. The assignable cause was determined to be a defective pump head module. The pump head module was replaced to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted. Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (B)(6) 2011.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a colleague infusion pump which experienced an 807:05 failure code. It is unknown which process step this event occurred during. Upon review of the event history, quality engineering determined that this event interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00. No additional information is available at this time.